Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads: upn m365db2202450, model db-2202-45, serial (B)(4), batch 7078243. Product family: dbs-extension: upn m365nm3138550, model nm-3138-55, serial (B)(4), batch 7083051. Product family: dbs-extension: upn m365nm3138550, model nm-3138-55, serial (B)(4), batch 7083982.

Event description:
It was reported by the patient that he underwent a procedure in which his leads and lead extensions were explanted for an unknown reason. The explanted devices will not be returned. Boston scientific has been unable to obtain additional information despite good faith efforts.